Event description:
Event description guidant received information that this transvenous defibrillation lead had a loss of capture two weeks post implant. A chest x-ray revealed lead dislodgement. The physician has decided to reposition the lead and not replace it. The patient is scheduled for revision.